Event description:
A heparin infusion was ordered. The order was a bolus followed by a continuous rate: bolus of 7280 units ordered, followed by continuous rate of 16 units/hr. Two nurses verify, per policy, of bolus dose and then infusion rate, and the pump was programmed for the appropriate bolus dose 7280 units (72.8 ml, to be given as rapid bolus -- over 4 min) -- at 1600. At approximately 1630, nurse noticed heparin bag looked to be more empty than it should, looking as if approximately 50-75 ml's left in 250 ml new bag. Patient should have received ~80 ml of infusion at this time. Md's and pharmacist notified and appropriate and immediate measures initiated for patient. Pump stopped and taken out of use and heparin bag and tubing saved for further interrogation.